Event description:
It was reported that the patient presented to the clinic with symptoms of diaphragmatic stimulation. Device interrogation showed that a polarity switch and noise reversion episodes occurred. The right ventricular lead exhibited loss of bipolar sensing and capture and a lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2014. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.